Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Procedure has not yet occurred. Device still implanted. Product identification is uncertain. The following sections could not be completed due to the part/lot information could be: catalog number - 103532, lot number - 727980, expiration date - may 31, 2021, manufacture date ¿ may 24, 2011. Or the part/lot information could be: catalog number - 103536, lot number - 521420, expiration date - jun 30, 2020, manufacture date ¿ jun 28, 2010. Or the part/lot information could be: catalog number - 103532, lot number - 727670, expiration date - may 31, 2021, manufacture date ¿ may 26, 2011. Or the part/lot information could be: catalog number - 103537, lot number - 155880, expiration date - jun 30, 2019, manufacture date ¿ jun 10, 2009. Or the part/lot information could be: catalog number - 103534, lot number - 323110, expiration date - apr 30, 2021, manufacture date ¿ apr 20, 2011. Or the part/lot information could be: catalog number - 103530, lot number - 253910, expiration date - may 31, 2021, manufacture date ¿ may 5, 2011. Or the part/lot information could be: catalog number - 103534, lot number - 937510, expiration date - mar 31, 2021, manufacture date ¿ mar 8, 2011. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿bending or fracture of the implant..¿ this report is number 5 of 5 mdrs filed for the same event (reference 1825034-2015-04099 / 04262 / 04263 / 04264 / 04265).

Event description:
It was reported a bilateral patient underwent a left total hip arthroplasty on (B)(6) 1995 and a right total hip arthroplasty on (B)(6) 1990. Subsequently, operative notices indicate the patient underwent a right revision procedure on (B)(6) 1999 due to poly wear and dislocations. The acetabular cup was removed and a competitor cup was implanted. The patient was revised on (B)(6) 2000 for unknown reasons on an unknown side. The modular head was removed and replaced. On (B)(6) 2011 the patient dislocated on the right side and underwent a revision procedure. Operative notes report patient underwent a revision procedure on (B)(6) 2011 due to loosening of the cup, fractured screw, chronic dislocation, osteolysis, impingement, instability and soft tissue deficiencies. Operative report further noted the cup and head were removed and replaced during the revision procedure. A future revision has been indicated due to dislocations and a loose cup with a fractured screw.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported a bilateral patient underwent a left total hip arthroplasty on (B)(6) 1995 and a right total hip arthroplasty on (B)(6) 1990. Subsequently, operative notices indicate the patient underwent a right revision procedure on (B)(6)1999 due to poly wear and dislocations. The acetabular cup was removed and a competitor cup was implanted. The patient was revised on (B)(6) 2000 for unknown reasons on an unknown side. The modular head was removed and replaced. On (B)(6) 2011 the patient dislocated on the right side and underwent a revision procedure. Operative notes report patient underwent a right revision procedure on (B)(6) 2011 due to loosening of the cup, fractured screw, chronic dislocation, osteolysis, impingement, instability and soft tissue deficiencies. Operative report further noted the cup and head were removed and replaced during the revision procedure. A future revision has been indicated due to dislocations and a loose cup with a fractured screw. Additional information received reported patient was revised on (B)(6) 2015.